Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. Several attempts were made to contact facility in order to gather additional info. No additional info received. Items involved may not be manufactured by rwmic. Labeling for rwmic electrodes was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we receive the device or additional info is received, we will provide FDA with f/u info.

Event description:
Procedure: hysteroscopy and hysteroscopic myomectomy. During procedure two loops broke off in pt. One loop was retrieved the other was not able to be retrieved. Problem: device broke/malfunctioned, as it did not do what it was supposed to do.